Event description:
Additional information received that pump was explanted.

Event description:
Additional information received reported the patient experienced withdrawal. It was reported the motor stalled for "weeks" and there were no reports the pump restarted. It was also noted the entire device system was explanted. Patient outcome was reported as non-serious injury/illness. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported that a critical alarm confirmed by telemetry occurred due to motor stall. The stall was constant; pump stalled (B)(6) 2012 and tube set (B)(6) 2012. Stall had not recovered. There was no magnetic/ emi interaction. Patient experienced return of symptoms, especially mild increased pain. A pump replacement was indicated; however it was not sure when. Pump was currently infusing at minimum rate; drugs delivered via the device were hydromorphone, clonidine, and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Analysis of the pump found motor, gear train anomaly and corrosion.

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: 2007-(B)(6), explanted: unk. (B)(4).